Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from underneath the pink coil cap cover. An estimated 20 ml leaked out during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 21-23, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was fluid inside the bag that contained the device which suggested a possible leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.